Event description:
The customer reported an erroneously elevated thyroid-stimulating hormone (tsh) result, above the normal reference range, for one patient involving the access 2 immunoassay system. An initial tsh result of 6.03 uiu/ml was generated and quality control (qc) was out of specifications with wash valve pump motion, device failed during timing pitch, and sample counts outside limits system errors. The inpatient sample was a timed collection and its result was automatically released out of the laboratory. It is unknown if patient treatment was impacted. There has been no report of patient injury to date. Beckman coulter field service engineer (fse) assessed the instrument at the facility and noted the pipettor tip was clogged. The fse replaced the pipettor tip and resolved the issue. Alignments, temperatures, and voltages were verified and hardware performance verification procedures (system check and daily maintenance) were within the manufacturer's specifications. System check, performed on (B)(6) 2012, was within specifications. The patient sample was collected in a 13x100 mm serum separation tube (sst) and centrifuged in a statspin centrifuge for five minutes, at room temperature. The customer indicated the sample was short in volume and analyzed as an aliquot in an insert cup.